Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd maxtm system kit (ref 44500301) lot 1103371 was performed by the review of manufacturing records and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd maxtm system indicated that lot 1103371 was manufactured according to specifications and met performance requirements. Customer reported that false positive results have been occurring and required a retest. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. Based on the available information, bd was unable to further investigate the complaint. Low positive samples for one or both targets of the bd sars-cov-2 reagents for bd max¿ system can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. However, based on the investigation, bd is unable to confirm the issue and the cause of the customer issue remains unknown. There is no indication of an increase in complaints for discrepant results for bd sars-cov-2 reagents for bd max¿ lot 1103371. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). H3 other text : see h10.

Event description:
It was reported that while testing for sars-cov-2 with the bd sars-cov-2 reagents for bd max¿ system, 6 false positive results requiring retesting were obtained. There was no indication that results were reported, and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's information, false positives that require remeasurements have been occurring."

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2 with the bd sars-cov-2 reagents for bd max¿ system, 6 false positive results requiring retesting were obtained. There was no indication that results were reported, and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's information, false positives that require remeasurements have been occurring."